Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged from the coronary sinus branch. This lv lead was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the left ventricular (lv) lead could not be confirmed by analysis. The lead tip and tines have no visible signs of damage or defect which would lead to dislodgement. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged from the coronary sinus branch. This lv lead was then explanted. No additional adverse patient effects were reported.